Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was showing incorrect boluses. Customer's blood glucose was 211 mg/dl. Customer stated these had been reviewed by her healthcare provider and blood glucose and carbohydrates were entered correctly. The bolus estimate was not adjusted. Customer did not receive an estimate details message during a recent bolus. The insulin pump did not make correct calculations based on information entered. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.